Manufacturer narrative:
Analysis was normal. No anomalies were found. Damages found were consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, the right atrial lead exhibited low and out-of-range impedance and no sensing. The lead was removed and replaced. The patient was stable following the procedure.